Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.